Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, therefore omsc could not evaluate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of power supply board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on. The user facility replaced the power cable and socket connected to the subject device with another power cable and socket, but the reported issue was not resolved. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of power supply board.